Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely water invaded the scope connector while the user was handling the device, which led to an abnormality in the electrical parts and resulted in the displayed error message (e315). The event can be detected and prevented by following the instructions for use (IFU) which state: "inspection of the endoscopic image:" "when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, insertion tube condition failed delamination evident, scope connector water leakage failed water ingress, down angle failed not to specification, and electrical safety test failed not to specification. The faulty parts will be replaced, and the device will be returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during receipt inspection of the evis lucera elite colonovideoscope, the scope exhibited ID data error. It was reported that the scope repair and sent to the customer but the scope return with the same issue. Upon inspection and testing of the returned device, the scope exhibited error code e315 unsupported scope. There was no patient involvement reported with this event.